Event description:
On (B)(6) 2015, the patient was implanted with two conformable gore® tag® endoprostheses (tge404020/13185210 and tge404015/11906104) to treat a descending thoracic aortic aneurysm. On (B)(6) 2015, computed tomography scan identified a type iii endoleak. The physician described the endoleak as a ¿malposition/disconnection¿ of the two gore® tag® devices at the level of a severe kinking of the mid-thoracic aorta. On (B)(6) 2015, the patient was implanted with two additional conformable gore® tag® endoprostheses (tge404015/13518686 and tge404020/13479040). According to the report, one gore® tag® device was implanted to treat the type iii endoleak; however, the procedure was complicated by a dissection of the descending thoracic aorta approximately 2/3 cm above the proximal end of the graft system, and 3 cm distal to the left subclavian artery (lsa). The physician was able to implant the other gore® tag® device just distal to the lsa to treat the dissection. The patient tolerated the procedure, but suffered post-operative transient paraparesis. The neurological complication was reportedly treated with spinal cord drainage with clinical resolution. On (B)(6) 2015, a follow-up CT scan showed the type iii endoleak and dissection were resolved.

Manufacturer narrative:
Additional gore® tag® devices included in this report: tge404015/11906104, tge404015/13518686, tge404020/13479040. A review of the manufacturing records for the device verified that the lots met all pre-release specifications. Per the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), adverse events which may require intervention and / or conversion to open repair include, but are not limited to endoprosthesis migration or realignment, endoleak, and paraplegia/paraparesis.

Manufacturer narrative:
Device manufacture date was 11/03/2014.